Manufacturer narrative:
This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was used to capture the prolonged procedure.

Event description:
The product was received for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to suboptimal impedance measurements. No adverse patient effects were reported. The lead was removed without incident. It was also noted that this lead was attempted after its use by date. The field representative will notify the hospital to check their hospital inventory.